Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer 03 did not open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was not open. A technical support specialist (tss) rebooted the cabinet, after which the drawer reconnected and functioned properly during testing and regular use. The system functioned as intended after the technical support specialist troubleshot the device.